Event description:
It was reported by a health insurance company that the patient's device was found at explant to have had blood leakage into the device. There were no patient complications reported as a result of this event. It was reported by a health insurance company that the patient's device was found at explant to have had "leakage" into the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.